Event description:
Comatose pt was being transferred by two home care givers from wheelchair to bed. The care givers were using a liko light (home use) pt lift with high back sling. It was reported that the pt slipped out of the sling and fell to the floor. Pt incurred a cut to his head that was treated in the emergency room. X-rays were taken and no further injury was found. He was returned home same day.

Manufacturer narrative:
On june 29, 2006, the on-site inspection of device by liko representative found the lift and sling to be in good working order. Recreation of the incident by care giver showed that the pushing of the pt's bottom, while it was dragging across the matress is believed to be the cause of the transfer instability and subsequent fall. Caregivers were told to lower the bed until the pt's bottom is no longer in contact with the mattress before attempting another transfer. Lift is now in use by family only.